Event description:
The customer reported that during a laparoscopic abdominal mass removal, the device was not cutting and sealing properly. There was no injury to the patient. The customer was unable to provide any further information on the incident.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.